Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d6a (d6a - partial implant date provided as "2006").

Event description:
Healthcare professional reported unknown side "deflation". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening, assessed as surgical damage. As per the investigation procedure crease fold and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported deflation, affected side unknown. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side "deflation". Device has been explanted.